Event description:
It was reported that 10 of the bd nano¿ 2nd gen pen needles were clogged. The following was received by the initial reporter: consumer reported insulin is not dripping out with the test/flow check. Needle is clogged found about 10 pen needles from this box clogged.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-aug-2023. H6: investigation summary the customer returned (17) open 32g 4mm pen needles from lot#2249599, reporting needle clog. The pen needles were visually inspected and observed (15) pen needles with bent cannula npe, and no issues on the remaining (2) pen needles. A functionality clog test was performed on the (2) samples and observed the proper flow of fluid. Most likely the customer's reported failure occurred due to a bent npe cannula. The root cause cannot be determined as the return samples were opened. Based on the sample returned, embecta was able to confirm the customer-indicated failure as a bent cannula npe. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 of the bd nano¿ 2nd gen pen needles were clogged. The following was received by the initial reporter: consumer reported insulin is not dripping out with the test/flow check. Needle is clogged found about 10 pen needles from this box clogged.